Event description:
It was reported that, after an unknown procedure, chylothorax occurred on (B)(6) 2022. The hospitalization was prolonged, so this case was determined to be severe ae on (B)(6) 2022. The patient was discharged from the hospital on (B)(6) 2022. Additional suture was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: v95p50. Additional information was requested and the following was obtained: additional suture was performed to complete the case. Medical treatment was performed to complete the case. What was the surgical procedure that was performed? Thoracoscopic pneumonectomy. What anatomical structures was the enseal x1 cuved device used on? Lymphatic vessels below the tracheal bifurcation and above the mediastinum. Was the device used on the lymphatic system? Yes. Were there any difficulties with the device intra-op? No, there was no report about any device malfunction intra-ope. Is there believed to be a deficiency with the enseal x1 curve device that caused or contributed to the chylothorax? If so, why? The surgeon cannot deny completely the ae was relayed to the device. However, he used other energy devices( no further information)." An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.